Event description:
It was reported that during the implant procedure, the lead could not be inserted into the device header. The device was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field event of the inability to insert the lead was confirmed and was caused by epoxy found on the ring contact spring in the atrial port. The epoxy resulted in the reported difficulty inserting the lead.